Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer stated that he had pump in his pocket most of the time. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All buttons functioned properly, and no damage on the keypad assembly was noted. No button error alarms noted. The lcd keypad connector was locked properly. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.